Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet and inquired about lowering the basal rate during bed hours. Customer support provided general education and referred the user for additional training without providing phone-based therapy recommendations. Symptoms included hypoglycemia, sweating, shakiness, and nausea. Outcomes included use of oral glucose to recover. Investigation included customer interview and troubleshooting with education, with assignment for additional training. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded that the event involved hypoglycemia with an unclear cause and user education was provided with referral for training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filit was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet and inquired about lowering the basal rate during bed hours. Customer support provided general education and referred the user for additional training without providing phone-based therapy recommendations. Symptoms included hypoglycemia, sweating, shakiness, and nausea. Outcomes included use of oral glucose to recover. Investigation included customer interview and troubleshooting with education, with assignment for additional training. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded that the event involved hypoglycemia with an unclear cause and user education was provided with referral for training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.